Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reported via phone call indicating hospitalized high blood glucose readings and occlusion from the reservoir. The customer's blood glucose reading was 400 mg/dl. The customer was in the ICU and received motor error and no delivery. The customer reported that the alarm did not occur during manual prime. The customer stated event was resolved by complete set change. The reservoir will not be returned for analysis.